Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H.6. Investigation summary: "material #: 364314. Lot/batch #: 2350177. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd preset¿ arterial blood collection syringe protective sleeve was damaged and may be contaminated. The following information was provided by the customer: on (B)(6) 2023, when using an arterial blood collection device to collect arterial blood from a patient, it was found that the needle tip protective sleeve of the arterial blood gas air needle was damaged, and it was suspected that it might be contaminated, so the arterial blood air air needle was replaced immediately for arterial blood collection.